Manufacturer narrative:
G4: 12mar2020. B4: 13mar2020. Testing performed after the repair of the o2(oxygen) valve harness the field service engineer identified the unit is currently failing pressure error. Per customer the unit will be removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14oct2020. B4: 15oct2020. The customer decided to take the unit back from out of service to follow up repair in march. During the unit's repair, the customer identified sensor printed circuit board assembly (pcba), exhalation flow sensor, man-machine interface mmi (filter bezel) board, and the touchframe needs replacement. The manufacturer's field service engineer (fse) replaced the defective exhalation valve, sensor pcb, touchscreen(touch frame), and mmi board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event : (B)(6) 2020. Date of report: 29jan2020.

Event description:
The philips service engineer (fse) identified during preventive maintenance the blower making noise. The fse confirmed the reported failure to be an oxygen valve issue. The fse repaired the device by replacing the cable, main board to sensor board, as a way to fix the blower noise. There was no patient or user harm reported, and the unit was not in patient use at the time of the reported event.